Manufacturer narrative:
The reported event of lead noise was not confirmed. As received, a partial lead consisting only of the distal portion was returned in one piece. Final analysis did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient's right atrial (ra) and right ventricular (rv) leads exhibited noise. The ra and rv leads were explanted and replaced on (B)(6) 2026. The patient was in stable condition.